Event description:
Per the clinic, the patient experienced dizziness and vertigo. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.